Manufacturer narrative:
Alleged failure: the suture was cut from the anchor after the implantation. Surgery was needed to implant a new anchor. Probable root cause: design: anchor features (pitch, length, threads, material) does not promote adequate fixation. Instrumentation not designed to insert anchor to proper depth. Eyelet design causes suture to fray. Process: anchor not manufactured to specification. Instrumentation manufactured out of specification. Application: insufficient force used to tension repair (knots not tight enough). Too much bone removed/decorticated. Insufficient quality or quantity of bone that would compromise secure anchor fixation. Pathology such as schlerotic bone that may thicken the cortical layer. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a revision surgery was need to implant a new anchor.